Event description:
When catheter was placed the doctor noticed that the flow rates were not as high as they should be. MFR's inserted on lumen with saline and noticed they go saline return out of the other lumen. Docotr removed catheter and noticed there is a slit at the hub causing the saline to migrate to the other lumen. No other info provided.

Event description:
When catheter was placed the doctor noticed that the flow rates were not as high as they should be. They inserted one lumen with saline and noticed they got saline return out of the lumen. Doctor removed catheter and noticed there is a slit at the hub causing the saline to migrate to the other lumen. No other information provided.